Manufacturer narrative:
Upon investigation of the actual device in this incident it was determined that a database error occurred. A new database was installed, resolving the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow users to login, preventing access to medication during a procedure. Customer stated that the device was set to manual override to retrieve required medication. The length of delay was between 1 to 30 minutes. No other information as released by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-sep-2021 to 05- sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device did not allowed users to login during procedure. A technical support specialist followed the knowledge article ka000013351 and ka000007127 to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow users to login, preventing access to medication during a procedure. Customer stated that the device was set to manual override to retrieve required medication. The length of delay was between 1 to 30 minutes. No other information as released by the customer. There were no adverse events or injuries reported based on this event.